Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that this crt-d was explanted and replaced due nearing elective replacement indicator (eri). The patient had chronically low pacing impedance measurements of less than 200 ohms. Normal pacing, sensing and capture were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out of range pacing lead impedance measurements less than 200 ohms detected via the patient remote monitoring system. Impedance trend revealed that an out of range measurement was just recently detected as pacing impedance has always been in mid-200 ohms. Further, arrhythmia logbook showed an episode with some oversensed noise. Subsequently, the patient was brought in for further evaluation and normal pacing and sensing function with impedance in an acceptable range was observed. Moreover, noise could not be recreated with isometrics. The physician opted to closely monitor the patient and scheduled follow-up in a month. At this time, the system remains in service. No adverse patient effects were reported.